Event description:
It was reported that after using the adapt barrier ring for approximately four months, the user had some eventual necrosis around the stoma. The area was treated with an alginate and a scalpel to remove the necrosis followed by applying hyaluronic acid.